Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample generated a negative result for all targets (sars-cov-2, influenza a and b) when tested on the cobas liat and using the cobas sars-cov-2 and influenza a/b test. It was also tested on a different cobas liat using the cobas influenza a/b & rsv test which generated a positive result for influenza a (negative for influenza b and rsv). The sample was retested the next day on another cobas liat analyzer using both the cobas sars-cov-2 and influenza a/b test and the cobas influenza a/b & rsv test. Both tests yielded an influenza a positive result. The influenza a positive result was reported. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load at the limit of detection (lod) where results can waiver on repeat testing.